Event description:
It was reported that a home patient (hp) made a use error / breach in aseptic technique while performing peritoneal dialysis (pd) therapy. This occurred on the homechoice device during dwell 2 of 9. The hp did not put a minicap on. The customer contacted a baxter technical service representative (tsr) to request assistance and the tsr assisted the hp to disconnect and end therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Per the homechoice patient at home guide, the patient is instructed to place a minicap on their transfer set immediately after disconnecting from the homechoice. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.